Event description:
The patient received a full revision and had their generator and lead replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient will be undergoing exploratory surgery for a possible full revision due to the lead wire being visible. It was noted that the patient was skinny. No surgical intervention has occurred to date. No additional or relevant information has been received to date.